Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was over 500 mg/dl and would not come down. Troubleshooting was done. The customer expressed vomiting and nausea as symptoms of her high blood glucose. The customer treated herself by reverting her previous pump and delivering a bolus. The customer stated she used the same infusion set and reservoir on both the insulin pumps and, thus, was unsure of the cause of the high blood glucose. Advised customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was neither occluded nor bent. Advised customer to monitor the insulin pump and that the issue may have been due to the insulin gassing out while in the tubing. Advised that a replacement infusion set would be sent. Nothing further reported.